Manufacturer narrative:
Analysis of the lead found the conductor of the lead body was broken and the anchor site was unknown. The conductor at the proximal end of the lead was broken. The #0 conductor was broken at the #0 connector weld site 19.4 cm from the distal end. The #4 conductor was broken at the #4 connector weld site 1.6 cm from the proximal end. One conductor (circuit #5 or #7) was broken 9.0 cm from the distal end. One conductor (circuit #5 or #7) was broken 9.3 cm from the distal end. Analysis of the implantable neurostimulator (ins) found no anomaly.

Event description:
It was reported the patient experienced a loss of stimulation/therapeutic effect, a shocking/jolting sensation, and intermittent stimulation due to their lead. It was further reported the patient also experienced ¿less than 50% therapy relief¿ and pain at the lead location. Impedance testing was performed and found electrodes ¿0, 1, 2, 4, 5, and 7 all out of range high with no paresthesia being able to be elicited.¿ it was stated there was ¿probably a lead conductor wire fracture.¿ it was noted that in addition to the impedance testing, x-rays and reprogramming has also been performed, with unknown results. The patient¿s lead was surgically replaced as a result of the event and the issue was resolved. It was reported that both the night of the replacement surgery and the following day the patient ¿had appropriate stimulation in the appropriate area (right hand, radial nerve distribution).¿ the patient was ¿obtaining pain relief from his neuropathic hand pain¿ with the replacement lead and ¿both the patient and the neurosurgeon were happy with the outcome.¿ the patient had not yet been discharged as of the day after the lead replacement.

Manufacturer narrative:
Concomitant product: product ID 3998, lot # v706433, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37082-60, serial # (B)(4), product type extension; product ID 3550-29, lot # unknown, product type accessory.